Event description:
A hospital surgical services purchasing manager reported that a piece of a disposable cutting loop electrode fell into a patient during a procedure. Although an x-ray was ordered following the event, the manager is unsure if the piece was located and/or retrieved. Post operatively, there were no complications.